Event description:
During routine testing of the vaporizer, customer reportedly noted output was lower than expected. There was no reported pt involvement. Ohmeda's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.